Event description:
The customer, reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette reagent in well row f and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.